Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 7200628 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined.

Event description:
It has been reported that the bd¿ needle filter blunt fill 18x1-1/2 has been found experiencing difficulty in connecting the needle and syringe during use. The following has been provided by the initial reporter: the filter needle was hard to attach to the syringe that the nurse contaminated by dropping it on floor.